Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out for normal eri, the pace/sense portion of the lead was stuck in the header. When trying to free the lead, the pace/sense pin was damaged.